Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after implantation of the lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5 and the implantable neurostimulator 97715 intellis adaptivestim pain, the 8-15 lead was found to be completely out and contacts 2 and 3 were not functioning. The leads appeared to have come loose from the battery following the procedure. Out of regulation or settings were not available, and stimulation was not able to be adjusted. A connection test was performed during troubleshooting, which confirmed the lead and contact issues. The connection report from the operating room had previously shown a good connection and impedance. The patient is scheduled for a pocket revision to correct the lead to battery connection. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.